Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
A patient underwent a revision surgery on an unknown date due to pain and non-union. Patient was revised from a 3-hole plate to a multi lock humeral nail. The revision surgery was successful. No additional information is available. This is report 1 of 1 for complaint (B)(4).